Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received a no delivery alarm during priming. Custome'r blood glucose was over 600 mg/dl which was corrected with manual injection. Customer was able to resolve no delivery alarm with a complete set change. Customer also reported to have received a battery out limit alarm. Customer had removed battery for the weekend. Customer was advised that battey cap would be replaced. Customer reported that infusion set and reservoir were discarded. Customer was advised to monitor insulin pump and to call back should issue persist.